Event description:
It was reported via clinical trial that the index procedure took place on (B)(6) 2009. The target lesion was in the left anterior descending artery (lad). After predilatation was performed, one promus stent was implanted in the distal lad and another in the proximal lad. After placement of the stent in the proximal lad an occlusion of the diagonal branch occurred, which resulted in elevated enzymes and a myocardial infarction. In addition to this, the patient was also experiencing chest pain post procedure that was treated with medication. The patient was discharged on (B)(6) 2009, on dual antiplatelet therapy. No additional information was provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, myocardial infarction, and occlusion are listed in the products instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.